Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of broken connectors was confirmed. The device evaluation found pins in the socket were damaged causing no image with an e310 clock error code. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video connectors of the visera elite ii video system center are broken and connot be connected. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomena, ¿video connector was damaged and cannot be connected¿, and ¿socket pins were damaged¿, were reproduced. But a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.